Event description:
The hyperbaric ventilator was being run as a demonstration for the respiratory therapist. During the demonstration, the device froze in inspiratory mode and would not cycle. There was no pt involvement in this incident.

Manufacturer narrative:
The hyperbaric ventilator is to be returned to the MFR for eval. Based on the reported failure, the probable cause is either the fluidic interface or the multi-flow relay. Until the ventilator is evaluated a final determination of the failure cause cannot be made. Upon receipt of the hyperbaric ventilator by the MFR an eval of the device will occur. Once the eval has been completed a f/u MDR will be submitted.